Manufacturer narrative:
The product was returned for eval and results found the solution met chemical specs. There are no other complaints on the lot. Doctor was unable to determine the exact etiology as both the test lens and the solution were new to the pt. Based on all info, no causal factor can be determined and no conclusion can be drawn.

Event description:
Doctor reported a study pt presented with redness, irritation, and foreign body sensation of the left eye. Examination revealed corneal infiltrates os>od and pt was treated with vigamox in the left eye. Lens wear was discontinued and pt was exited from the study. Pt returned for a post-study visit 9 days later and condition had resolved. Doctor noted a small (<1mm) non-visually significant anterior stromal scar that was within the central 4mm of the left cornea. The scar was not present prior to the study. Doctor was unable to determine the exact etiology as both the test lens and the solution were new to the pt. A culture was not performed as there was no suspicion of infection.